Manufacturer narrative:
The lens was returned loose inside a plastic bag on a folded triangular piece of medical sponge. Viscoelastic was observed on the lens. The optic was cut into two pieces. One of the optic portions has anterior and posterior lines of cracked damage originating near the edge. This damage is similar in appearance to damage from an instrument used to grasp the lens. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece and a non-qualified viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Upon return, the optic was cut into two pieces, typical of an insertion and removal. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided in the initial report description that a facility representative reported an explanted iol with patient reason "vision unclear". The clinical reason listed in the initial report was prior myoptic lasik miss. The company 21.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a company 20.0 diopter (add power +2.2/+3.2 diopter) lens. This information that the replacement lens was the same model but one diopter less may suggest that the replacement lens was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced chronic headache and mid range vision was unclear. The lens was exchanged for another lens model 5 months following the initial procedure. Additional information has been requested.